Manufacturer narrative:
In the returned state, the lead had been cut through 12.5 cm distal of the df4 connector pin. All parts of the lead were returned for analysis. An explantation aid was tied to the lead body. It is probable that the lead was cut during the explantation. The returned fragments were visually inspected. Multiple signs of wear were found at the lead body. The insulation was damaged by fraying, especially in the distal area (distal fragment). This damage is with high probability the cause of the oversensing. The position and characteristics of the fraying lead to the assumption of strong mechanical stress in the area of the tricuspid valve. Significant lead movement should be considered as the cause. Reasons for an increased stress level of the lead in the implanted state are difficult to determine without x-ray images, diagnostic images of any other kind, and additional information about the patient. Influence factors to be considered are the ingrowth behavior of the lead in the distal area, the individual anatomy, and increased physical activity of the patient, especially involving the upper body. In addition, the insulation was damaged by abrasion 9 cm proximal of the tip electrode. The observed damage pattern leads to the assumption of friction against an adjacent partner lead. In addition, a deformed rv shock coil was found during the inspection, which is probably a result of the explantation process. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approx. 14 months, ventricular oversensing was reported.